Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was incorrectly calculating a bolus delivery. There was no reported impact to customer's blood glucose level. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.